Event description:
It was noted that the insulation was -coming away from lead- when the lead was removed from the pocket.

Event description:
It was reported that the lead exhibited noise. The noise could be recreated with isometric testing. The lead was replaced.

Manufacturer narrative:
Final analysis found the proximal insulation damaged at 22-23.1 cm, and the distal insulation damaged at 22-29 cm from the connector pin.